Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was unable to power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.